Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A gastric ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient underwent a routine peg tube replacement. During the procedure, a gastric ulcer was incidentally discovered. The device was removed, unknown if it was replaced. Healthcare provider suspended duopa therapy.